Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure including expansion failures and inflation problem was not confirmed as the balloon was able to be inflated and the stent deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure including expansion failures and inflation problem; however, factors that may contribute to activation failure including expansion failures (inflation issues) include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, it is possible that there was an inadequate connection with the indeflator during inflation/deployment, causing the reported activation failure including expansion failures and inflation problem; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during the intervention, a 2.5x23mm xience sierra drug eluting stent (des) was advanced to the lesion but the balloon did not inflate, and the stent was not deployed. The device was removed without reported issue. There was no adverse patient effect and no clinically significant delay in the procedure. A 2.25x23mm xience sierra des was implanted to successfully complete the procedure. No additional information was provided.